Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement was confirmed as valid after evaluating the device. The swivel lock rattles and when closing the index knob it has no hold; opening the mechanism shows the index knob is broken. To resolve the issues, all worn internal parts were replaced to adjust the unit according to manufacturer specifications and the swivel lock assembly was cleaned. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test, and it now meets manufacturer specifications. Root cause - the complaint is confirmed via inspection, as the unit required replacement of broken and worn parts. The probable root cause is rough handling and routine wear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the rocker arm locking mechanism failed = no firm lock in lock position, and the rocker arm could be moved. The failure was discovered during surgery when the neurosurgeon noticed that the patient's head was unstable despite the lock wheel being carefully closed. It was recommended that the mayfield system be removed and replaced with another system. Due to the doctor's perceptiveness, there was no patient injury or significant surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.